Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving dilaudid (concentration 1 mg/ml, dose 0.0999 mg/day) via an implantable pump for non-malignant pain. The actual residual volume was 0ml and the expected residual volume was 4.3. They filled the pump with 2 mg/ml drug on the day prior to this report date, updated the pump, then interrogated again and it showed a reservoir volume of 19.5 ml instead of 20. They were planning to bring the patient back next week to check reservoir volume to see if pump is potentially over-infusing. The company representative was unsure if this was first refill since implant on (B)(6) 2016. The patient experienced increased pain that begun on an unknown date.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 25-apr-2017 and it was reported that the pump was currently delivering hydromorphone (3 mg/ml at 0.1441 mg/day). On (B)(6) 2017, at the pump refill visit, the pump was delivering hydromorphone (2 mg/ml at 0.1402 mg/day). The patient reported no pain relief. On (B)(6) 2017 the patient developed no pain relief and sleepiness. The patient was in a jacuzzi for 1-2 hours around that time frame. On (B)(6) 2017, at the pump refill visit, the actual residual volume (0 ml) was less than expected residual volume (15.6 ml). The physician used ultrasound to do the refill. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 25-apr-2017 and it was reported that the pump was currently delivering hydromorphone (3 mg/ml at 0.1441 mg/day). On (B)(6) 2017, at the pump refill visit, the pump was delivering hydromorphone (2 mg/ml at 0.1402 mg/day). The patient reported no pain relief and the actual residual volume (0 ml) was less than the expected residual volume (10.6 ml). On (B)(6) 2017 the patient developed no pain relief and sleepiness. The patient was in a jacuzzi for 1-2 hours around that time frame. On (B)(6) 2017, at the pump refill visit, the actual residual volume (0 ml) was less than expected residual volume (15.6 ml). The physician used ultrasound to do the refill. No further patient complications have been reported as a result of this event.